Event description:
In 05, the lay reporter, the lay pt's spouse, contacted lifescan alleging that the pt's one touch profile meter was reading inaccurately high. Two days later, lifescan spoke with the reporter to obtain/verify the following information: the pt takes humulin n insulin 8 units each am and 14 units each night. Additionally, she takes humalog insulin, adjusting the dose based on her meter readings and her carbohydrate intake. The evening of four days prior to contact lfs, the pt obtained a result of 18.2 mmol/l on the reported meter while having no symptoms of high or low blood glucose level; she took 10 to 12 units of humalog insulin in addition to her usual 14 unit dose of humulin n insulin. She ate ice cream as a bedtime snack. At 3:00 am the following day, the spouse found the pt convulsing with clenching teeth and sweating. The spouse called the emt's and tested the pt with the reported meter and obtained readings of 6.0, 8.2, and 7.0 mmol/l within 1/2 hour of each other (as documented in the meter memory), while the pt was symptomatic. The spouse attempted to give the pt corn syrup, but due to the patient's clenched teeth, was unable to administer the corn syrup orally. Emt's arrived at 3:15 am and obtained a result of 2.9 mmol/l on the emt device. The pt was treated with a glucagon injection; she regained consciousness, and was given "mongel" oral glucose. A result of 5.2 mmol/l was obtained on the emt device before the emt's departed; a concurrant test on the patient's meter was not performed at that time. The patient performed 2 check strip tests later that day; the first test result fell within specs and the second results failed. The customer service agent (csa) walked the reporter through a check strip test that fell within specs. A control solution test was not performed, as the reporter did not have control solution. The csa confirmed that the test strips were in good condition, were not expired, and had been stored correctly. The code on the meter matched the test strip code. The meter and test strips were replaced. The meter readings obtained while the pt was symptomatic appears to have been inaccurately high compared to the pt's symptoms and the emt device result. This complaint is being reported as n adverse event as the meter reading obtained may have been inaccurately high resulting in the pt taking excessive insulin and suffering hypoglycemia with loss of consciousness.

Event description:
In 05, the lay reporter, the lay pt's family member contacted lifescan alleging that the patient's one touch profile meter was reading inaccurately high. The pt takes humulin n insulin 8 units each am and 14 units each night. Additionally, she takes humalog insulin, adjusting the dose based on her meter readings and her carbohydrate intake. The evening of 4 days prior to the event, the patient obtained a result of 18.2 mmol/l on the reported meter while having no symptoms of high or low blood glucose level; she took 10 to 12 units of humalog insulin in addition to her usual 14 unit dose of humulin n insulin. She ate ice cream as a bedtime snack. At 3:00 am on the next day, the family member found the pt convulsing with clenching teeth and sweating. The family member called the emt's and tested the pt with the reported meter and obtained readings of 6.0, 8.2, and 7.0 mmol/l within 1/2 hour of each other (as documented in the meter memory), while the pt was symptomatic. The family member attempted to give the pt corn syrup, but due to the patient's clenched teeth, was unable to administer the corn syrup orally. Emt's arrived at 3:15 am and obtained a result of 2.9 mmol/l on the emt device. The pt was treated with a glucagon injection; she regained concsciousness, and was given "monogel" oral glucose. A result of 5.2 mmol/l was obtained on the emt device before the emt's departed; a concurrent test on the patient's meter was not performed at that time. The pt performed 2 check strip tests later that day; the first test result fell within specs and the second result failed. The customer service agent (csa) walked the reporter through a check strip test that fell within specs. A control solution test was not performed, as the reporter did not have control solution. The csa confirmed that the test strips were replaced.